Manufacturer narrative:
The essence brush head is an accessory to sonicare power toothbrushes.

Event description:
Consumer complained that bristles fell out of their brush head.

Manufacturer narrative:
Manufacture date updated because product was returned.